Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this is a complaint from australia reporting the first stage of a 2nd revision of the left hip. The primary surgery was performed in 2012. The 1st revision was done on (B)(6) 2017 secondary to a periprosthetic fracture secondary to a fall. This 1st stage of the 2nd revision was performed on (B)(6) 2018 secondary to an infection. A laboratory chemistry sheet, dated (B)(6) 2018 was submitted, but did not add to this assessment. Also 1 x-ray of the bilateral hips dated (B)(6) 2018. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the limited available information, the root cause/source of the infection cannot be concluded. No current information on the patient¿s status has been submitted. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. No further clinical/medical investigation is warranted at the time. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported at first stage revision left hip, where the patient had infection. A revision hip was done originally on the (B)(6) 2017 after a periprosthetic fracture.